Manufacturer narrative:
Blank information in the MDR form represents unknown information. If further information is received at a later date, a supplemental report will be filed.

Event description:
A person commented the following on a social media platform post regarding the intera 3000 hepatic artery infusion pump: "big rewards as well as big risks. I've had mine for almost two years. Treated all my liver mets but caused some serious damage to bile ducts and I can no longer use the pump for chemo. Liver mets have now returned and spread elsewhere. Not to say this would be anyone else's experience, but please talk to your doctors about the risks."

Event description:
A person commented the following on a social media platform post regarding the intera 3000 hepatic artery infusion pump: "big rewards as well as big risks. I've had mine for almost two years. Treated all my liver mets but caused some serious damage to bile ducts and I can no longer use the pump for chemo. Liver mets have now returned and spread elsewhere. Not to say this would be anyone else's experience, but please talk to your doctors about the risks."

Manufacturer narrative:
Outreach to the clinician was conducted and it was confirmed that they believe the adverse event is 'related to toxicity related to chemotherapy...[and] it's the risk of the therapy not the pump in this case.' Clinician declined to provide patient information per 21 cfr 803 due to hospital policy.